Manufacturer narrative:
(B)(4).

Event description:
On 2015, information received from a consumer reported that, on 2015, the patient had their colostomy reversal and their lower intestines removed. Since the intestine surgery, the patient had a lot of pain with the pump poking them; "an outcome when they removed the intestines." The patient wasn't sure what changed, but the pump area was painful; they experienced issues with the pump moving around a lot. The pump poked them and was painful when they turned to the right, sat, or at various times it poked them; it wasn't painful before the colostomy reversal and lower intestine surgery. The patient mentioned that they were on oral pain medications, but did not mention what they were. The patient was redirected to their hcp. On (B)(6) 2015, the consumer reported that that hcp that the patient though they were with, is no longer their hcp; physician listings were requested and sent. Additional information regarding troubleshooting performed, actions/interventions taken, and resolution of the pump moving and causing pain since the colostomy reversal and lower intestine removal surgery has been requested. If additional information is received, a follow-up report will be sent. [There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4).

Event description:
On (B)(6) 2015, additional information from a consumer reported that the patient saw a doctor on (B)(6) 2015 and had a pending appointment with a pain specialist on (B)(6) 2015.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced some problems with the opioids. The patient had discontinued use of oral opioids (oxycodone last year, detoxed (B)(6) 2014; morphine discontinued in 2012. At this time, the ¿ileus was changed to an ostomy¿ and the patient was kept in the hospital. The patient was detoxed from oral morphine). It was stated that when the patient was last refilled a few months ago, he wanted to start reducing the dose. The dose was decreased in (B)(6) 2015 and no boluses were prescribed to extend the medication. The patient was told of a non-opioid drug (prialt) and stated there was one healthcare provider (hcp) in the area that used that drug. It was further stated that the opioid medication caused the patient to get a colostomy in 2012. The colostomy bag was supposed to be taken out that same year, but the patient still had it. It was thought that the bag was going to become permanent unless the patient discontinued use of opiates altogether. The patient was first told to get the pump and was weaned off oral medication. However, it was recently discussed that the morphine (pump medication) was contributing to the ¿stomach issue¿ like the oral medications used to. It was also stated that with the pump, the patient¿s pain level was usually around 1-2 and occasionally 5 out of 10 on the pain scale. The pain was manageable now. It was noted that tramadol was tried, but did not work. The patient was also taking lyrica for autoimmune disease and degenerative disc disease. The lyrica was for the pain and did not work either. The patient¿s next refill date was stated to be (B)(6) 2015. The patient was told that the pump would alarm unless a ¿code¿ was entered to shut off the pump. The patient currently did not have a managing hcp and was ¿working on a second referral.¿ the patient had an appointment with his primary hcp on (B)(6) 2015. The patient was going to be seen by the previous managing physician¿s office before (B)(6) 2015. The patient wanted to receive continued pain relief with a non-narcotic so he could get the colostomy bag removed. The pump was used to deliver morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.